Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report: 3006705815-2018-02899 it was reported the patient requested to have the scs system removed due to the patient not receiving effective stimulation therapy from the scs system. Reportedly, multiple reprogramming attempts of the patient's scs system were unsuccessful.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-02899. It was reported during follow up the patient underwent surgical intervention during which the entire system was explanted.